Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - ni expiration date ¿ ni date implanted - ni manufacture date ¿ ni concomitant medical product(s): - unknown dental implant. Therapy date - ni. Barone et al. "A prospective, randomized, controlled, multicenter evaluation of extraction socket preservation comparing two bovine xenografts: clinical and histologic outcomes" the international journal of periodontics & restorative dentistry. Volume 33, number 6, 2014. 795-803. - attachment: [barone et al.pdf]

Event description:
It was reported in a journal article one patient's dental implant did not successfully integrate.

Manufacturer narrative:
Upon receipt of additional information, this product was determined to not be reportable. The product involved in the event was not manufactured by zimmer biomet; rather, a competitor product was implanted at the time of the failure. The initial report was submitted in error and should be voided.